Event description:
At 1630, pt was breathing ok on oxygen mask and nasal cannula with nasal trumpet in left nare. At 1645 nasal trumpet was noticed missing. Device was found in back of throat and removed with mcgill forceps by the respiratory therapist.